Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that this system was not establishing a connection with the site's navigation system. Specifically, the exam info tab on the mobile view station (mvs) was not displaying the navigation system that was plugged in. The use of medtronic imaging and navigation was aborted. The surgery was aborted and rescheduled for a later date. During troubleshooting, technical services (ts) had the site unplug the mvs from the image acquisition system (ias), shut down both separately, and turn both back on separately and reconnect. Ts also had the site check the digital intercommunication of medicine (dicom) servers on the imaging system, and the ip address on the navigation system to ensure they matched. The connection issues persisted. Additional information was received. It was reported that an incision had not been made prior to the surgeon electing to discontinue and subsequently reschedule the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000164, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the problem was found to be with the navigation system's bulkhead, not the imaging system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.